Event description:
The implant failed due to poor osseointegration. The implant was placed at #31 and removed after 1 month. One stage surgery. Bone augmentation material was used. Patient medical history: tobacco use, diabetic. Moderate oral hygiene. Moderate bone condition.

Manufacturer narrative:
According to our investigation, there was no discrepancy on our product. Device evaluation attached.